Manufacturer narrative:
Three simulated patient therapies were performed on the patient's homechoice device using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to an removed from the simulated patient for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event log, therapy log and alarm log was reviewed. The event log shows that during initial drain in late 2007, the device alarmed low drain volume and was bypassed after removing 238ml of a 2500ml last fill. The device then delivered 2288ml of a programmed 2500ml fill volume. Dwell 1 was bypassed and drain 1 then removed 4784ml. The therapy log showed that the therapy on the same day had two bypasses and no manual drain performed. A review of the device's alarm log shows no device anomalies. This evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported overfill. Based on a review of all available therapy, alarm and event log data, the most probable cause for the overfill was insufficient drain, false empty detect and user error, or inappropriate bypass of the low drain volume alarm.

Event description:
A home patient contacted baxter's technical service center in late 2007 regarding feeling full during peritoneal dialysis therapy on a homechoice device. During evaluation of the patient's homechoice device, a baxter technician identified an additional potential overfill situation. During cycle 2 of therapy on approx four months earlier, the ultrafiltration (uf) was 809ml, indicating that the patient drained 809ml more than the fill volume. The fill volume was 2500ml.